Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06403. It was reported the patient presented to the emergency room with discomfort from multiple shocks. Upon interrogation, it was observed the right ventricular lead was sensing both chamber contractions. A chest x-ray was completed to confirm lead dislodgement. The atrial lead was also found to have low p wave values. The ventricular lead was explanted and replaced with no issues, and the atrial lead was repositioned successfully. The patient was stable.